Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted upon completion of investigation. (B)(4).

Event description:
(B)(6) called on behalf of home patient (B)(6) and reported that the caps for the end of the catheter do not fit correctly. She is having to reuse caps that work and is concerned regarding the sterilization issue of having to do this. It was confirmed there has not been any patient harm. Additional information received (B)(6) 2016: because I have no other choice I have to reuse the caps from the hospital. I clean them with alcohol pads, I use 3 alcohol pads per cap, per time. The caps that come with the bottle kits are not different or broken, they just dont work for the inserted catheters my patient has. They don't fit or click or anything. I will send all the caps that I saved since we spoke together. Also I will send one of the caps that actually fit on the catheters so maybe you get an idea of what works.

Manufacturer narrative:
(B)(4) follow up emdr submission for device evaluation. Eighteen (18) valve caps were received for evaluation. During visual analysis no issues were found. While trying to replicate the failure by matching valve caps with a pleurx catheter valve, failure mode could be confirmed since none of the valve caps clicked the valve according to specifications. Device history record review could not be performed since a lot number was not provided for evaluation. Molding process: most probable cause could be related to a worn out condition in the mold. It was found the need to make improvements to the mold. Mold and process have been changed.